Event description:
It was reported patient underwent a total hip arthroplasty in 2004. Subsequently, patient was revised on (B)(6) 2013 due to malpositioned cup causing adverse reaction to metal debris. It was further reported that the cup was in 62.5 degrees of inclination.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.